Event description:
It was reported that the customer was having blood glucose levels over 600 mg/dl since yesterday, but was not hospitalized. At the time of the call, the customer's blood glucose level was 378 mg/dl. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests. Customer advised to change the entire set, reservoir, and insulin and treat per health care professional's instructions. Customer will return infusion set for analysis. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.